Manufacturer narrative:
(B)(4). Correction: the narrative in the initial submission incorrectly stated the device had been returned. Only a photograph was provided. The lot 13h042 was manufactured august 12, 2013 ¿ august 13, 2013. Evaluation summary: during inspection of the photograph evidence of leak was visually observed inside the housing. The cause of the leak is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a received photograph of a large volume infusor, fluid was noted inside the housing, indicating a leak. There was no patient involvement. No additional information is available.